Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the patient's flange fixture with abutment fell out four months after surgery. Reportedly, the patient has skull malformations and thin bone. Per the surgeon's report, very thin bone and compromised bone caused or contributed to the fixture loss. The patient has not been reimplanted due to the patient's cholesteatoma (not related to the baha device).

Manufacturer narrative:
The flange fixture and abutment were analyzed and found to be within specifications. This is a final report. Labeling: the type of event is addressed in the device labeling.